Event description:
It was reported that during the use of the device for a non-clinical activity, the perfusion system would not switch to battery when the a/c cord was disconnected. The technical support specialist was training biomedical engineers (biomed) from the distributors when the issue occurred. There was no pt involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The technical support specialist found the faulty power mgr. Customer ordered a replacement power mgr.